Event description:
There was an allegation of questionable elecsys tsh results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4), compared to an abbott architect analyzer. Refer to the highlighted section on attachment "pt74584.pdf" for patient results. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient sample was provided for investigation and the tsh result measured by the customer could be reproduced. An interfering factor against the streptavidin component of the assay could be excluded. Analysis of the sample determined it contains an interfering factor against the antibody/idiotype of the roche ft3 assay. The sample had an immunoglobulin a (iga) value above the expected adult value range and an impact of iga on the tsh assay could not be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.